Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was damaged interrupting insulin delivery. Subsequently resulting in an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. Customer received assistance from father who assisted patient with administering the correction bolus via pump. Customer loaded a new cartridge to address the issue.